Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. A picture was provided for evaluation. Upon reviewing the picture, the white part of the broken valve could be seen, however the broken part was inserted into a tube that was not part of the device. It was also observed that the broken part was manipulated (excessive force). A physical device was not returned for evaluation. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that the writer went to unclamp the salem sump nasogastric tube (ng) as it had been 30 minutes since the administration of medication. Per customer, the anti-reflux valve broke off inside the distal end of the salem sump. The writer and another nurse attempted to remove it by hand and with a clamp, but the broken end kept breaking off small pieces of the plastic. The writer was able to cut the distal portion off, preserving the tube and its function and reconnect the patient to low continuous suction. There was no patient harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.